Event description:
It was reported to philips that there was not enough space on the disk despite deleting images. The device was in clinical use at the time of reported event. No harm was reported to philips. A philips field service engineer (fse) inspected the system onsite and repaired the database which resolved the issue. The device was returned to use in good working order.

Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was in clinical use when the issue was identified. A philips field service engineer (fse) examined the system onsite and confirmed that there was not enough space on the disk despite deleting images. Review of the log files shows the malfunction ¿free space low: delete examinations¿. Upon troubleshooting fse found that the cause of the problem was the corrupted image store database. Fse did database consistency test and was failed. To resolve the issue, fse repaired database consistency. After repairing, the system returned to use in good working order. The codes were updated based on the investigation outcome.